Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and the electrode delivered an inappropriate shock due to t wave oversensing. The technical services (ts) discussed troubleshooting options and discussed the performed x rays. It was found that this s-ICD appears nicely placed on fascia between muscles, however, the electrode is placed higher than optimal. The tip of the electrode is slightly pointing towards the body surface and pectoral muscle which might be prone placement to pick up myopotentials. Furthermore, the ts mentioned that the main cause is the underlying disease causing a morphology change when the rate is elevated. The ts recommended to reprogram the device. This s-ICD remains in service. No adverse patient effects were reported.